Event description:
The novolog mix flexpen 3ml 5's; 70/30 are jamming up, when she tries to get 40 units out, only 28 units will come out and she has to use another pen. Pens jamming, but she was able to get the amount of insulin she needed. Dose, frequency and route used: inject 40 units every morning and 30 units every evening.